Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 2 months after two dental implants were installed in intraoral regions #6 and #11 it was verified its non- osseointegration. A 60 ncm of primary stability was achieved and immediate load was executed. The patient presented bone type ii.